Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 6 months. Review of the submitted system controller log file found captured red heart / low speed and low flow hazard alarms, along with multiple pump stop events while the patient was supported by the power module and patient cable. This type of behavior has been linked to potential issues with the driveline. X-rays of the patient¿s driveline revealed an area of suspicion on the internal portion, near the pump housing. The pump remains in use; therefore, a full investigation and a root cause for the events could not be conclusively determined. Review of the device history records revealed that the device met applicable specifications. The patient remains ongoing on vad support using the modified (ungrounded) power module patient cable and no further driveline related issues have been reported. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller sounded red heart alarms / pump stoppage events while the system was connected to the power module with a grounded patient cable. The patient was asymptomatic. The manufacturer's technical services representative reviewed submitted x-ray images of the driveline and found an area of concern internal to the patient. A driveline evaluation was performed and phase interrupter testing did not find any open wires. Due to the suspect internal area, an external driveline repair was not performed. A modified (ungrounded) patient cable was provided to the patient for use with the power module. It was reported that the current long term plan was for the patient to continue to use the ungrounded patient cable. No additional information was provided.